Manufacturer narrative:
This supplemental report was created to correct the bsc aware date.

Event description:
It was reported that this implantable lead exhibited noisy signals. As result, the lead was surgically abandoned and replaced during an implantable cardioverter defibrillator (ICD) replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead exhibited noisy signals. As result, the lead was surgically abandoned and replaced during an implantable cardioverter defibrillator (ICD) replacement. No additional adverse patient effects were reported.